Event description:
It was reported that the patient felt dizzy and was having double vision after a reprogramming session with a physician that occurred about three weeks earlier. It was further noted that the patient had been instructed to lower the dosage of oral levadope, but the symptoms still persisted. It was stated that about a week ago, the patient decided to turn off the stimulation and initially the symptoms went away but returned a few days later. It was also stated that the patient programmer indicated that the internal neurostimulator (ins) was turned off and the patient's tremors had not returned. The patient outcome was not provided. Additional information was requested.

Event description:
Additional information received reported "scans" were done to identify the problem of the misplaced leads. It was determined one lead was too superior and the other was too medial. A revision was scheduled to take place in november.

Event description:
Additional information: it was reported that a loss of efficacy occurred that was unrelated to the stimulation therapy. The following symptoms were reported: dizziness, change in gait, sleep issues, uncontrollable movement, and the patient could not see very well. The patient was advised to see their health care professional (hcp). It was reported that the patient wanted to see the manufacturer's representative regarding adjustments to the program settings. It was reported that the patient's current symptoms were not being controlled by the deep brain stimulation (dbs) therapy. It was reported that the patient was also taking "lovadopa" orally in addition to a patch. It was reported that the physician either stimulated or turned on another pole 3-4 months ago, and it was reported that the patient was getting overstimulated and was dizzy and could not walk or see. The patient then had an appointment with another physician along with the manufacturer's representative. About 2 months ago, the manufacturer's representative came over and adjusted the unit to where it was initially. The patient had a follow up appointment with a physician on the date of report, and the patient was starting on the patch "with 1 then went to 4." It was reported that the patient was still having uncontrollable movements and would be "going to 6 for two weeks and 8 in three weeks"; the pill was being used in adjunction with the patch. It was suspected that one of the leads may be misplaced. It was reported that the patient had a computed tomography (CT) scan from the hospital a month ago, and the physician was going to use that to look at the lead placement. The reporter stated that the patient was in the hospital due to his symptoms, and "they thought he was having a stroke". The reporter was having sleeping issues due to the movements. It was reported that the manufacturer's representative was going to follow up with the current physician. Additional information was requested but was not available at the date of report.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product type extension product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product type extension product ID 64002 lot# n285453 serial# implanted: (B)(6) 2011 explanted:; product type pocket adapter product ID 37642 lot# serial# (B)(4) implanted: explanted:; product type programmer, patient product ID 3387s-40 lot# v027626 serial# implanted: (B)(6)2007 explanted:; product type lead product ID 3387s-40 lot# v027626 serial# implanted: (B)(6) 2007 explanted:; product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the doctor was in the process of scheduling a revision, but a date had not been set. It was noted that the revision "may possibly be in (B)(6) 2013." No further information was given.